Event description:
Adverse event involving one person. In early july, pt was treated for what appeared to be a staph infection. Upon return visit on 7/9/97, pt was referred to an ophthalmologist and was diagnosed with acanthamoebe keratitis in left eye. Brolene and hydro-propylene methalene were prescribed. Product type: aosept; parameters; unk; lot number, work order number and expiration date: unk; date of event; 7/97; initial consumer contact: unk; person contacted: unk; date practitioner contacted for reporting: dr called ciba vision requesting info on 9/25/97; was treatment administered: yes; name of person administering treatment: unk; type of treatment: brolene and hydro-propylene methalene; prognosis: as of week of 8/15/97, eye was slightly improved but still painful; is f/u necessary: yes;